Manufacturer narrative:
Within the operating portion, the position of the angle wire guide had shifted. As a result, the effective length of the angle wire was shortened, and the bending angle decreased. The cause of the shift in the angle wire guide could not be identified.

Manufacturer narrative:
The cause of the malfunction is currently under investigation. A supplementary report will be submitted when the investigation results are available. The UDI# listed in d4 is the UDI# for the country where the event occurred and is different from the UDI-di in the united states. The UDI-di for this product in the united states is (B)(4).

Event description:
Endoscopy was started to drain the bile duct stenosis. After starting the endoscopy, a malfunction occurred in the bend mechanism on the left side, causing the bend angle to decrease. For this reason, the physician was unable to insert the endoscope sufficient into the patient's digestive tract, and the endoscopy was discontinued. The patient's hospitalization was prolongation due to other treatment.